Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) over temperature alarm. Getinge field service engineer (fse) investigated the customer's with the over temperature alarm. I was unable to reproduce the over temperature alarm as the customer stated. Customer said the device shut off. With reviewing the logs there no temperature faults or alarm recorded. The scroll compressor was just replaced in november for exceeding the manufacturer's requirements of 5000 hours. Replaced the temperature sensor for precautionary purposes. Also replaced the pressure and vacuum tubing do to the plastics fittings becoming brittle do to heat from the compressor. Functional tested without any further issues or failures. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use. No patients harmed. These parts (temperature sensor probe, tube assy, pressure, tube assy, vacuum) were received with a reported unit failure message of overtempt alarm. Performed visual inspection of all parts and observed saline on temperature sensor probe, vacuum tube assy. And found pressure tube assy. Fitting connector broken. Please see attached picture of all parts. Due to saline on parts and broken fitting connector, the fat dept. Cannot be investigated further with cardiosave test fixture. This probably cause of overtempt alarm. Retaining all parts in the fat dept. Per procedure (B)(4).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed over temperature alarm and unit shut off. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.